Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
A re-intervention was performed on (B)(6) 2022 due to the ventricular lead failure, and the eno dr was also replaced at the doctor's discretion (considering the remaining battery longevity). Since the left subclavian site was fairly narrow, new atrioventricular and ventricular leads were additionally inserted from the right side. Since there was no problem connecting the atrial lead to eno dr during the operation, and next, after setting the polarity of the ventricular lead to bi, connected the ventricular lead, and uni / bi was activated by automatic implantation detection, and then pacing was not output. When a doctor put the pacemaker in patient pacemaker pocket, pacing appeared and he knew it was working with uni. After changing the setting to bi by the programmer, there was no problem and the intervention was completed. The doctor asked us to investigate why it suddenly changed to uni.

Event description:
A re-intervention was performed on (B)(6) 2022 due to the ventricular lead failure, and the eno dr was also replaced at the doctor's discretion. Since the left subclavian site was fairly narrow, new atrioventricular and ventricular leads were additionally inserted from the right side. Since there was no problem connecting the atrial lead to eno dr during the operation, and next, after setting the polarity of the ventricular lead to bi, connected the ventricular lead, and uni / bi was activated by automatic implantation detection, and then pacing was not output. When a doctor put the pacemaker in patient pacemaker pocket, pacing appeared and he knew it was working with uni. After changing the setting to bi by the programmer, there was no problem and the intervention was completed.